Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: occlusion of the side branch resulting in permanent damage. Device issue: no device malfunction has been reported. It was reported via trial that this procedure was performed in two stages. Stage one was performed in 2008, which treated the proximal rca. Direct stenting was performed. Stage 2 was performed two days later, which treated the proximal lad. Direct stenting was performed. After stenting of the proximal lad with two xience v stents a side branch occlusion of the 1st diagonal was noted; however, no treatment was performed and the side branch remains occluded. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident. Occlusion, as noted in the xience v IFU, is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. The xience v IFU, states: pre-dilate the lesion with a ptca catheter. Although a conclusive cause for the reported patient effect, and the relationship to the products, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency. The other xience v everolimus coronary stent system indicated is being filed under the same MFR number.